Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 3 times in one week. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to clear the alarm and complete the priming process, but the customer did not indicate if the alarm was cleared. The customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. However, software error alarm found in the pump history due to software error (tt=2252).